Event description:
It was reported that infection was suspected at patients ipg and lead incision site. Symptoms of pus and discharges were noted. The physician confirmed that the infection was device related and the patient was given antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure and the wound was cleaned out. The explanted devices were discarded by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads upn: (B)(4), model: sc-2366-50, serial: (B)(6), batch: (B)(6).